Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the collimator was defective. Replaced collimator and performed all necessary alignments. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9900 initialized with the collimator closed down. There was no adverse pt involvement reported. There was no pt information reported.